Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure, on the last stitch of closing the vaginal cuff. The needle popped off as the surgeon was removing the stitch right before cutting the thread flush after the last stitch. The surgeon continued with the procedure, as the needle was in the device and the stitch was finished. There was no patient harm. The patient outcome is alive, no injury.